Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 20mm amplatzer amulet left atrial appendage occluder was chosen for implant using an unknown delivery system. The anatomy was complex, and initially, a 20mm amplatzer amulet device was chosen based on the measurements, which ranged between 15 and 17mm for the landing zone. During procedure, heparin was administered. However, the position and conformation of the device were not adequate. They even attempted to reposition it twice, but it remained unsuitable for release (outside the close criteria). The 20mm amulet removed from the patient prior to release from the delivery cable. A new 18mm amplatzer amulet left atrial appendage occluder was then opened, and it met the release criteria. The device was successfully deployed using the same delivery system. After the procedure, the patient was extubated and presented with shortness of breath and chest pain. An echocardiogram was performed, revealing a 5mm circumferential pericardial effusion. A cardiac tamponade was also present. The patient was kept under observation. As there was no progression, protamine was administered, and the effusion decreased. The following day, the patient remained stable. A repeat echocardiogram showed no progression of the effusion, and yesterday afternoon, they received information that the patient was doing well, with no effusion, and was discharged.

Manufacturer narrative:
An event for patient effects of pericardial effusion and cardiac tamponade was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received and per event details, the cause of the reported pericardial effusion and cardiac tamponade could not be determined. There were no complaints associated with any other devices from the lot. Per the information available abbott cannot further speculate on why the reported occurred. The reported unexpected medical intervention was a result of case-specific circumstances, as medication was provided.